Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10259. It was reported that the burr lodged on the stent and a rotawire fracture occurred. The 70-80% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and heavily calcified mid-right coronary artery (rca). A 1.75mm rotalink¿ burr and a rotawire were selected for use. During procedure, the burr lodged on the stent upon ablating in a tight area in the mid rca. Multiple attempts were made to remove the burr such as poking at the area with a secondary wire, stepping on the pedal and putting the system in dynaglide mode. Consequently, the burr was able to be removed by tugging on the rotawire. However, rotawire tip fractured and remained in the mid rca. A balloon was then delivered and inflated distally to the fractured rotawire tip and gently dragged back towards and was subsequently trapped in a guide catheter. The guide catheter was removed with the trapped fractured rotawire tip. The procedure was completed with a balloon catheter and better flow was noted after the procedure. No further patient complications were reported and patient's status was stable.